Event description:
It was reported that the device would power itself off when trying to defibrillate at higher energy levels. The device will not operate on battery power. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that this device is being taken out of service until further notice due to budget/cost. The customer has another device available for use. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.